Event description:
It was reported that the customer's pump was getting stuck. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.